Event description:
A malfunction was reported with a code identified as malf 9. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer was assisted by technical support to reset the pump, and it was confirmed that the malfunction code did not recur. Customer was advised to continue using the pump and to report if the issue arises again.